Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/22/2021. H.6. Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label, 1 sealed) from lot # 0231140. Customer states that insulin will not flow. Both returned pen needles were examined and the open sample exhibited a bent non patient end of the cannula. The sealed sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported she's finding the non patient end bent after attempting to inject her insulin. Stated, no insulin flow when taking injection, she removes the pen needle, non patient end is bent. Stated, she does not prime before injection. Stated, she's not over tightening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported she's finding the non patient end bent after attempting to inject her insulin. Stated, no insulin flow when taking injection, she removes the pen needle, non patient end is bent. Stated, she does not prime before injection. Stated, she's not over tightening.